Event description:
(B)(4). A lot of bleeding , irregular periods, I can feel the device at sight, bothersome, discharge,excruciating pain to hands and joints, feet, numbness to hands, fatigue , tired, depressed, hair loss, back pain , lost a tooth, bloating, look pregnant , unable to lose weight.